Event description:
Additional information was received. It was reported that the endurant cuff has separated from the aneurx bifurcate causing a type iii endoleak. Due to patient condition, the physician has decided to monitor the patient. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent migration, endoleak), patient's condition affected effectiveness of device (dilated aortic neck). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (dilated aortic neck).

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 40 months ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that a recent CT scan demonstrated that the stent graft has migrated distally 20-30 mm into the aneurysm sac with a type I endoleak present. The stent graft migration and endoleak were attributed to aortic neck dilatation. The patient was treated with a 36 mm diameter endurant cuff two weeks ago. No additional clinical sequelae were reported and the patient is fine.